Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: pre-op diagnosis: c2-3 disc herniation, degenerative disc disease, with spinal cord compression and lhermitte's phenomenon. Procedure: anterior cervical diskectomy c2-3 with operating microscope for microdissection, fusion with 6mm peek cage, 1mg of morselized bone allograft(bmp-2), 23mm plate instrumentation with 14mm variable screws 4 times. Procedure: end plated were resected with drill and interspace was sized for a 6mm lordotic cage. The cage was tapped into position with 1 mg of bmp in the orifice using fluoroscopic control. Anterior cervical plate was then placed. Wound was irrigated with antibiotic solution. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.